Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidies are known possible contributors to the event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient was taken back to the operating room on (B)(6) 2014 for mediastinal re-exploration. It was stated that retained clot and fluids were evacuated but there was no active bleeding located. It was stated that she once again returned to the intensive care unit (ICU). Despite the re-exploration, she continued to have evidence of acute blood loss with anemia and high left chest tube output prompting return once again to the operating room on (B)(6) 2014. During this procedure a left thoracotomy was performed. Once again a large hematoma was evacuated and there were no active bleeding found. Her chest was irrigated again and closed and she once again returned to the ICU. It was stated that the event was resolved on (B)(6) 2014. No additional information available.